Manufacturer narrative:
On 18-jul-2023, mentor received additional information about the event. It was reported that both of the patient¿s breast prostheses had fallen down and outward over time. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-09411 for the report for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-may-2023, the mentor failure analysis lab received the device for evaluation. On 23-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedure, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received (lot #5656427). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On 11-jul-2023, mentor received additional information about the event. It was previously reported that the patient¿s deflated left breast prosthesis was from lot number 5658824 with serial number (B)(6). New information received states that those numbers belong to the patient¿s right breast prosthesis. The numbers for the left and right breast prostheses were switched. The correct lot number and serial number for the patient¿s left breast prosthesis are 5656427 and 5656427-087 respectively. A manufacturing record evaluation (mre) was performed for lot #5656427, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 17-jul-2023, mentor completed the investigation on the suspect medical device (for device with lot number 5656427). Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a leakage, caused by valve delamination. The valve was completely separated from the shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot 5658824). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 310cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 405cc gel breast prostheses on (B)(6) 2023.